Event description:
It was reported that 3 bd safetyglide¿ needles were clogged while trying to prime them before use. The following information was provided by the initial reporter: "when attempting to prime the needle for a b-12 injection a nurse went through 3 needles and experienced a lot of resistance/pressure when attempting to prime the needle before giving the injection. No patient involvement."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd safetyglide¿ needles were clogged while trying to prime them before use. The following information was provided by the initial reporter: "when attempting to prime the needle for a b-12 injection a nurse went through 3 needles and experienced a lot of resistance/pressure when attempting to prime the needle before giving the injection. No patient involvement."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 22-aug-2023 h6: investigation summary one sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The sample expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.